Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient states that her right hip aches badly giving her a pronounced limp. She states that sine (B)(6) 2012, her hip is always painful and warm to the touch. The patient had a doctors appointment on (B)(6) 2012. The patient is scheduled to complete blood work and an MRI on (B)(6) 2012. The doctor has stated that he suspects she will need a revision but it cannot be confirmed until the results of her test are in.